Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. Received data transmission indicated, during use of the implantable cardioverter defibrillator (ICD), electro magnet interference (emi) on the atrial channel of the device. The ICD remains in use. No patient complications have been reported as a result of this event.